Event description:
It was reported that a shaft break occurred. The target lesion was located in a coronary artery. A 32 x 3.00mm promus premier drug-eluting stent was selected to treat the lesion. However, during introduction, it was noted that the shaft was broken in two pieces. The device was then removed and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Event description:
It was reported that a shaft break occurred. The target lesion was located in a coronary artery. A 32 x 3.00mm promus premier drug-eluting stent was selected to treat the lesion. However, during introduction, it was noted that the shaft was broken in two pieces. The device was then removed and the procedure was completed with a different device. No patient complications were reported and patient's status was stable. Promus premier ous mr 32 x 3.00 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip found signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a break in the hypotube 222 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user.